Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an unspecified procedure. It was reported that the physician encountered significant resistance when attempting to park the foot, as the lever was unable to be moved. During the second attempt to move the lever, "force" was used and the lever moved. It was reported that the device could not be removed or manipulated. During the procedure, the pt experienced a "cardiac episode" that was determined to have been "vagal" due to "anxiety". The pt was taken to surgery for device removal. Multiple attempts have been made to obtain additional info from the customer but no info has been made available.